Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 13 months after the dental implant was placed in site ada 19 in the mouth, the implant lost osseointegration in type ii bone. Clinician noted the recent diagnosis of crohn's disease (treated with steroids) and also bone loss. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered. After the evaluation, the event was considered as osseointegration failure. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 13 months after the dental implant was placed in site ada 19 in the mouth, the implant lost osseointegration in type ii bone. Clinician noted the recent diagnosis of crohn's disease (treated with steroids) and also bone loss. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications (B)(4).